Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred, decreased vision and unhappy with outcome. The lens was exchanged for a different lens 6 months after initial implantation. Unexpected refractive error was the clinical reason given for the explant . Additional information provided by a facility representative, who reported that the yag capsulotomy was completed approximately 3 months following the initial iol implant procedure. Patient identifiers and associated products were also provided.